Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
The patient presented with the complaints of low back pain and leg pain. He was found to have 1-level disk disease and admitted to the hospital. The patient underwent anterior lumbar diskectomy and fusion at l5-s1 using rhbmp-2/acs. (B)(6) 2011 the patient did well post operatively. He had some difficulty with groin pain. His pain was controlled with percocet and valium. The patient was discharged home with the diagnosis of lumbar degenerative disease.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.